Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, lump/nodule.

Event description:
Physician reported a right side capsular contracture unknown baker grade and lump/nodule diagnosed by ultrasound. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., b.6., h.6.

Event description:
Physician reported a right side capsular contracture baker grade 3 and lump/nodule diagnosed by ultrasound. Device has been explanted.